Manufacturer narrative:
Unit received with intermittent button response due to corroded keypad traces. No button error alarm noted. Unit received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, and broken belt clip slot. (B)(4).

Event description:
Customer reported via phone call to have received a button error alarm. It was reported that insulin pump was exposed to moisture from drizzle. Customer's blood glucose was 142 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.